Event description:
A customer reported a malfunction on the pump, specifically identified as malfunction code malf 0. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the customer understood and acknowledged.